Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: lawyer.

Event description:
New ecm record created in order to update legacy complaint (B)(4). Pfs alleges pain, disfigurement, and increased range of motion. After review of the medical records the revision operative note indicated the patient was revised for pain. There was no mention of metallosis. The cup was revised, but the position was adequet. The litigation actually alleges pain, disfigurement, and decreased range of motion, not increased range of motion as previously stated. The revision operative note indicated synovitis, debris, osteolysis, and abduction of the acetabulum. The cup was revised due to prior hip issues, but the position was noted to be adequate. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 8/11/2014. Ppf alleges elevated metal ions. Doi: (B)(6) 2008 - dor: (B)(6) 2012, (right hip).